Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. It was reported that in (B)(6) 2016 there was a pulsating or jerking and acting like it was going to short out. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-06-23 reporting that an appointment was scheduled at the hcp office and they wanted a manufacturer representative to be there. No further complications were reported.